Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted that the female connector was separated from the main body of the transfer set twist clamp. There was evidence on the female connector that an insert chip was present in the set during assembly. No further functional testing was performed. The reported condition was verified. The cause of the condition was manufacturing related caused by inadequate solvent to the set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set separated between the twist clamp (main body) and dark blue female connector. This was noticed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.